Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 2800 23mm valve was disabled after an implant duration of thirteen (13) years, four (4) months, twenty three (23) days due to severe aortic stenosis and aortic insufficiency. The patient presented with sob and was diuresed. Echo revealed aortic stenosis and was referred for tavr. A second device, a 9300tfx 23mm, was implanted in the aortic position using a valve-in-valve procedure. Both devices remain implanted. There were no reported complications.